Manufacturer narrative:
Blocks b5 and h6 (device codes) have been updated with the additional information received on january 10, 2022. Block h6: medical device problem code a15 captures the reportable event of stent partially deployed. Block h10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The delivery system was received in position "4". Functional inspection was performed and the stent could not be released from the delivery system. A destructive inspection was necessary to identify rotational damage; the outer sheath was found twisted and detached. No other issues with the stent and delivery system were noted. The reported event of stent failure to deploy was confirmed as the stent was received undeployed and could not be deployed during functional testing. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The outer sheath was returned twisted and was detached, which is evidence that the handle was incorrectly rotated as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the physician rotated the handle as the axios was locked onto the scope or failed to keep the handle stationary with the echoendoscope while attaching it by rotating the luer lock fitting clockwise. This may have led to the sheath twisting and detaching and ultimately the stent failing to deploy. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on november 12, 2021 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pancreatic cyst during a cyst drainage procedure performed on (B)(6) 2021. During the procedure, the second flange was unable to deploy. The stent was removed from the patient partially deployed on the delivery system and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event. It was reported that the stent was unable to deploy and was fully covered by the outer sheath when removed from the patient.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pancreatic cyst during a cyst drainage procedure performed on (B)(6) 2021. During the procedure, the second flange was unable to deploy. The stent was removed from the patient partially deployed on the delivery system and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.